Manufacturer narrative:
Other: outcomes to adverse event: injury [foot drop] although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt demographics: gender- female, age- (B)(6) years old it was reported via literature titled "based upon 7.2% of the eligible voting members, the american association of neurological surgeons (aans) suspended dr. (B)(6) for arguing against unnecessarily extensive spine surgery" post-op, the patient was suffering from hypertensive, osteopenia, inactive, obesity with mild radiculopathy attributed to mild/moderate l4-l5 spinal stenosis and grade I degenerative spondylolisthesis (no motion on dynamic x-rays). The patient initially scheduled surgery with dr. (B)(6). She then obtained a second opinion from dr. (B)(6) at the hospital for special surgery and he recommended lumbar laminectomy, without fusion. The patient then scheduled her surgery with dr. (B)(6). Due to a blizzard, the patient¿s decompression surgery was postponed, and rescheduled surgery with dr. (B)(6). A few days before the surgery, dr. (B)(6) announced that his younger partner, dr. (B)(6), would perform the surgery. Dr. (B)(6) had never spoken to, or examined, the patient, and he performed a minimally invasive (mi) tlif, not a decompression. As a result of the surgery, the patient woke up with a new, permanent, right-sided foot drop attributed to a stretch injury.